Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra2 meter was powering off during use and was displaying an unknown error message. This complaint was classified using the customer care advocate (cca) documentation. On (B)(6) 2012 at 6pm, the patient alleged the issues first started. The patient reported using self adjusting insulin (unknown type) to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications due to the alleged issue. The patient reported on (B)(6) 2012 at 12pm, she was seen in the hospital by a healthcare professional, and a reading of "320mg/dl" was obtained on a hospital meter. The patient reported on (B)(6) 2012 at 12pm, she was given an unknown dose of novalin 70/30. At the time of troubleshooting, the cca was able to determine there was no misuse of the product and this was not the first time the meter had been used. When the cca educated the patient about the meter's behavior and the auto shut off function, the alleged issue remained unresolved. The cca determined the subject meter¿s battery needed to be replaced; however, the patient did not have a new battery available. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claimed, due to the alleged issue, there was a delay in treatment, she developed symptoms suggestive of hyperglycemia and required treatment from a healthcare professional after the alleged issue began.